Event description:
It was reported that an ilet user experienced a dexcom g7 sensor connection issue in which the sensor stopped reading on the ilet for approximately one hour and a ¿sensor reconnecting and pairing failed¿ alert occurred, while the dexcom g7 mobile app continued to display glucose readings. Customer device troubleshooting, including confirming the pairing code and restarting the ilet with education on pairing time. Investigation of this case revealed that the sensor successfully reconnected to the ilet after restart, indicating successful re-establishment of communication. No symptoms reported during the event. Outcomes included no clinical impact. It was concluded that the event resolved with troubleshooting and that the device functioned as expected after reconnection.